Manufacturer narrative:
(B)(4). Date sent: 10/03/2019. Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: magnetic sphincter augmentation with the linx device for gastroesophageal reflux disease after u.s. Food and drug administration approval. Author/s: reynolds j.l., zehetner j., bildzukewicz n., katkhouda n., dandekar g., lipham j.c. Citation: american surgeon. 2014 oct 01; 80 (10) :1034-1038. This is a prospective observational study of all patients who underwent placement of the linx (ethicon) at two institutions from april 2012 to december 2013 to evaluate a clinical experience with the linx device after FDA approval. Reported complication included dysphagia (n-?) Which resolved in 79.1% of patients with a median time to resolution of eight weeks. 8 patients required balloon dilation with improvement in symptoms. In conclusion, msa with linx is a safe and effective alternative to fundoplication for treatment of gerd.